Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity dropped from 2 years to 1 year in a span of 4 months. Boston scientific technical services (ts) explained that it would need a file from device check for analysis. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity dropped from 2 years to 1 year in a span of 4 months. Boston scientific technical services (ts) explained that it would need a file from device check for analysis. This device remains in service. No adverse patient effects were reported.